Event description:
The pt reported experiencing elevated blood glucose of up to 20 mmol/l (360 mg/dl) for the past 2 weeks despite bolusing through the infusion device. He stated 1-2 infusion set cannulas were bent upon removal. He stated, the cannula was painful to insert and was uncomfortable after inserted. He would wait 2 hours after insertion and test his blood glucose to ensure the headset had been inserted correctly. He also reported, the adhesive was very sick and painful to remove. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.